Event description:
Model 4078 - the cable stopped responding with the monitor. It was plugged and unplugged several times. The pulse oximeter (pulse ox) on the patient was tried with another new cable and the pulse ox was then read by the monitor. This was quickly fixed and did not impact the patient for more than a few minutes. Heart rate (hr) on the monitor was reading appropriately during this time. Given to representative. Model 4013 - patient born via c-section. Following delivery, a pulse oximeter used in the neonatal room was applied to patient's right hand. Unable to get an oxygen saturation reading until the hand was physically held by the provider with zero movement. It took approximately 3 minutes following delivery to obtain any saturation reading. According to the provider talked to, this happens at most deliveries and people are "used to it" taking so long to occur. Probe or cable not saved. Model 4478, pulse ox was not reading appropriately. When on patient's foot, it would fail to pick-up any readings. When disconnected and reconnected, it picked up briefly, but did not give an accurate reading (poor photoplethysmograph and pulse reading on pulse oximeter did not correlate with electrocardiogram(ECG) heart rate). Pulse oximeter cable exchanged; problem resolved. Device was saved and returned to masimo representative.